Event description:
It was reported that the pump displayed an ¿unable to proceed¿ during a supply change, with customer care support guiding removal of all supplies, a successful dry run, and completion of a supply change with new supplies, after which delivery resumed; this aligned with a mechanical problem and an alarm related to stalled motor events during restart or malfunction. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included interviews with the user and analysis of information provided by the user. Investigation of this case revealed a mechanical problem identified during the event, consistent with a stalled motor scenario associated with supply change and restart steps. It was concluded, based on previously established findings for similar reports, that the cause was a manufacturing deficiency. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
The event was initially assessed as non-reportable based on the complaint evaluation process in place at the time. Following system redevelopment, the event was re-evaluated and determined to be reportable. This submission is being made outside the 30-day timeframe and may be considered late, as the reportability determination occurred after the original awareness date. Procedures have been updated to support more timely identification going forward.